Event description:
The customer reported the A-rubber (bending section cover) has foreign material during inspection for use involving an Olympus Gastrointestinal Videoscope. There was no reported patient injury.

Manufacturer narrative:
B3: Date of event is unknown. Additional information will be provided once available.The device was returned to Olympus for inspection.A definitive root cause could not be identified. Based on the results of the investigation, the cause of the foreign material could not be established.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.